Event description:
I was in the process of inserting a midline in a patient. When examining the midline needle (prior to sticking) I noticed it did not have its guidewire mechanism. I engaged the safety mechanism on the device and handed it to my coworker, requesting a new needle.